Event description:
It was reported that a bradycardic patient feeling tired presented in the emergency room. The pulse generator could not be interrogated. Upon placing the magnet over the device no pacing output was observed through surface electrocardiograms. The device was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of unable to interrogate and no output were confirmed. Device was not able to be interrogated when it was received and no output from either channel was noted. Device regained telemetry and output after the device was opened, but the anomaly was reproduced by exposing the device to elevated temperature. Battery voltage and current drain was all within normal operation range. Telemetry coil was verified to be within normal specification. Device was power cycled and same issue was observed. The loss of telemetry and output was consistent with that occurring due to a discrepant integrated circuit.